Manufacturer narrative:
(B) (4). The ge service rep found that the system was not fluoroing. He replaced the video controller and rebooted the unit several times and fluoroed each time to confirm repair. The system operates as intended.

Event description:
Customer reports, the system displayed grainy images.